Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a low blood glucose event. Customer's blood glucose was 42 mg/dl. The customer has treated their low with glucose tablets. Customer was also assisted with programming their insulin pump. No additional information provided.